Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. One detached needle, one used suture, and one labeled winding former outside the foil packet were received for analysis. The product code is vr493. To evaluate the condition of the detached needle, it was noted that the needle had marks from a surgical instrument. Filaments of the suture were observed in the hole. Additionally, the suture was examined, and the end was noted to be cut, likely caused by a surgical instrument. The instructions for use contain the following caution: to avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on 26/02/2025 and suture was used. During the procedure, the suture was detached from the needle during use. It was not a control release needle. Another product was used to complete the case. Further details are not provided from the hp. There were no adverse reported. Additional information was requested.